Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer confirmed that the involved telemetry receiver and central monitor performed to specification. The transmitter was in use on another patient and therefore could not be tested. The patient¿s historical waveforms and alarm history were reviewed by a spacelabs lead software engineer. Findings show that the telemetry receiver detected an episode of ventricular tachycardia and generated a corresponding high priority alarm. As there is documentation of the alarm in the historical database, and the central monitor passed all tests conducted by the fse, there is no evidence of device malfunction. We know of no reason that audible and visual alarm indicators would not have been present at the central monitor during the episode. This report is considered final and the issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 a telemetry patient experienced an episode of ventricular tachycardia (vtach) that an audible alarm did not occur at the central monitor. No one was injured as a result of this event.